Manufacturer narrative:
The troponin t reagent lot number was 84737801, with an expiration date of 31-oct-2026. The field service engineer determined the pre-wash nozzle was damaged and that a system reagent line was contaminated. The damaged components were replaced. Nozzles were adjusted. The system reagent lone was decontaminated and the plunger was cleaned. The customer ran calibration and controls. Controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 23 ng/l. The value was questioned by a doctor. The sample was repeated on a second analyzer, resulting in a value of < 6 ng/l. The repeat value was deemed correct.

Manufacturer narrative:
The customer stated that controls were within range. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.